Manufacturer narrative:
We have requested copies of the CT scans for analysis. Several attempts were made to gather information from the site. The requested information was not received until (B)(6) 2011 at which time the decision to file this report was made. There was no injury to the patient reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.

Event description:
The site reported that they had scheduled a case last minute and the patient was brought into the room and put under general anesthesia while the physician was attempting to plan the case using the system tower. However, the physician was not able to plan the case because they received an error message that stated something about system memory being too low. They received the error message several times. The case could not be performed with the superdimension system with the patient under general anesthesia.